Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts occurred. No data or product was provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined. No injury or medical intervention was reported.